Manufacturer narrative:
The device was received, and an evaluation is complete. Service evaluation identified the constant downstream occlusion alarms during recertification testing. The cause was identified to be a failed force sensor. The force sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced a constant downstream occlusion alarm during recertification testing. There was no patient involvement. No additional information is available.